Event description:
It was reported during a da vinci surgical procedure, a small cable was damaged on the monopolar curved scissors. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist approximately .358. Any potential fragments would be retained by the tip cover. Electrical continuity passed. Additional findings during failure analysis found the instrument tube extension had pad printing removed. The tube extension had various scratches with light pad printing removed. Failure analysis concluded pad printing damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the pad printing damage were to recur could cause or contribute to an adverse event.